Event description:
It was reported that 3 of the bd maxplus¿ pressure rated extension set clogged. The following information was provided by the initial reporter: we have had 6 with this lot number not flush.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the product is having difficulty flushing could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22119126 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 3 of the bd maxplus¿ pressure rated extension set clogged. The following information was provided by the initial reporter: we have had 6 with this lot number not flush.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.